Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photograph and one (1) video from the customer in support of this complaint showing 2 tubes with missing gel. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of missing gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing gel. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports that the blood collection tubes do not have separation gel. This event occurred two times. The following information was provided by the initial reporter. The customer stated: defects; blood collection tubes do not have separation gel quantity: 2. Effects: no other adverse effects on patients.